Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The lesion was not calcified and was located in the left internal mammary to left anterior descending (lad) artery. The physician attempted to direct stent. The taxus express2 2.50x20mm stent delivery system was on the wire to the lad when they lost guide placement and pulled the wire and everything out. When the stent was removed, they noticed the end was flared. They used a new guide wire and placed another taxus express2 2.50x20mm. The procedure was completed with another of the same device. There was no issue with the guide catheter or guide wire. The patient status is fine with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.